Event description:
It was reported that the pump touch screen was on, but the display remained black. The customer¿s blood glucose (bg) level was displayed as "high", no specific value was provided. Customer administered a manual injection to address bg. The customer reverted to an alternate method insulin therapy.